Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch #y70055. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining ten(10) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip fired correctly then the second clip fires crooked and locked together. The next clip is then fired out of the patient onto our table. This is again correct, as well as the subsequent clips that are fired in the patient. No harm or consequence for the patient.